Event description:
It was reported that clinical study patient, a7007 relief 2, developed a surgical tape allergy during the implant procedure. The surgical tape was removed, and medication was administered to the patient. The event resolved.

Event description:
It was reported that clinical study patient, a7007 relief 2, developed a surgical tape allergy during the implant procedure for the implantable pulse generator (ipg). The surgical tape was removed, and medication was administered to the patient. The event resolved. Additional information was received that the event was assessed as not related to the procedure or to the device.

Event description:
It was reported that clinical study patient, a7007 relief 2, developed a surgical tape allergy during the implant procedure for the implantable pulse generator (ipg). The surgical tape was removed, and medication was administered to the patient. The event resolved. Additional information was received that the event was assessed as not related to the procedure or to the device. Additional information was received that the allergic reaction was at located at the implant site and the event was assessed as causally related to the surgical procedure and not related to the device.